Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded atrial tachy response (atr) event with over sensed noisy signals. The patient had an ablation due to atrial fibrillation and was also taken off anticoagulation. There was atrial pacing inhibition of more than two seconds without noise in the right ventricular lead channel. As the lead is very old, a begining of a lead issue was suspected. The lead measurements were stable at the time of the call. Continued monitoring was recommended. The ICD remains in service. No adverse patient effects were reported.